Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Patient information has been requested.

Event description:
It was reported to philips that the device failed to detect the ECG waveform and was not able to deliver the shock. The clinician used another defibrillator and reported the patient involved had no adverse impact.

Manufacturer narrative:
The customer requested that the device be returned to bench for evaluation. The device was received by the philips bench repair on 24-jul-2017. The customer's reported problem was unable to be reproduced. The device successfully passed all required testing and was returned to the customer. There is no indication of a systemic problem; no further investigation or action is warranted.